Event description:
The patient was implanted with a paracorporeal ventricular assist device. It was reported that the there was a crack in the outer layer of the pump. There was no adverse effect to the patient or the pump function reported. The patient was returned to the operating room to replace the pump.

Manufacturer narrative:
Device evaluation: although cracks in the pump housing were confirmed, a specific root cause could not be conclusively determined during the evaluation. Visual inspection found multiple cracks running perpendicular to the cap ring threads along the entire circumference of the pump housing. A piece of the pump housing between two of the thread cracks was missing. The pump was pressurized and tested for leaks on both the blood sac and the pneumatic side of the pump. The pump passed manufacturing specifications and the cracking did not affect the ability of the device to hold air. The pvad was forwarded to an outside laboratory for additional testing. The analysis determined the cracking originated and was largely confined to the threaded area of the housing. The cracking on the outside of the threads propagated on the exterior surface of the housing. While no organic environmental stress cracking (esc) agents were found, the aliphatic organic residues found with cellulose and polyester fibers could trap mild esc agents such as isopropanol. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pvad with cracked housing. (Assessed by dr (B)(6) in clinic today).

Manufacturer narrative:
Approximate age of device: 3 months. The device was returned to the manufacturer for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.